Event description:
There was an allegation of questionable glucose hk gen.3, bicarbo ate liquid, total protein gen.2, and albumin gen.2 results for 3 patient samples on a cobas c 503 analytical unit. Two patient samples were identified to have discrepant results: patient 1's initial glucose result was 0.5 mmol/l, and the repeat result was 4.7 mmol/l. On (B)(6) 2026, patient 2's initial bicarbonate result was < 2 mmol/l, and the repeat result was 17 mmol/l. The initial total protein result was 7 g/l, and the repeat result was 64 g/l. The initial albumin result was 11 g/l, and the repeat result was 24 g/l.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 875753, and the expiration date was not provided. The total protein gen.2 reagent lot number is 940881, and the expiration date was not provided. The albumin gen.2 reagent lot number is 909611, and the expiration date was not provided. The bicarbonate liquid reagent lot number and expiration date were not provided. On the field service engineer's (fse) initial service visit, he replaced the reaction cells, lamp, and sample probe. A precision check was performed and was within range. The issue was not resolved. On his follow-up service visit, the fse performed a decontamination, increased the low main pump pressure, and adjusted the rinse and detergent volumes. Sample probes were replaced, and sample probes and reagent probes were aligned. The customer performed successful qcs. The investigation is ongoing.